Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of rectocele in an anterior posterior pelvic floor repair. It was reported that within two months after implant, the patient experienced lower abdominal pain, vaginal bleeding, and dirty discharge. Later symptoms included mesh protrusion through the anterior vaginal wall, leaking pusfrom an incision made during the implant surgery, extrusion of the top of the vagina by the ivs tape, vaginal bleeding, granulation, cystic endometrium, buttock swelling, slight cystocele, foreign sensations, and painful micturition. Post-operative patient treatment included multiple revision surgeries to trim the mesh and ivs tape.